Event description:
The customer reported that the system locked up an an alarm was triggered. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The b380 circuit board was tested, the hard drive was replaced and the data was reloaded. The system was tested and found to be working as intended and put back into service.